Event description:
The patient experienced a warm sensation around the ins pocket during recharging. The device was set at high amplitudes. He recently noticed the antenna was getting "very very hot" during recharging which required him to stop. He was only able to recharge for 1.5 hrs before needing to stop due to the heat. The 8840 indicated that he was recharging every few days approximately 1 hour at a time and was getting 8 black boxes for coupling. It was recommended to use a t-shirt between skin and recharger, and not to apply too much pressure. It was later reported that the "recharger is burning my skin" it gets as hot as a coffee pot. He had never seen the thermometer screen on the recharger, but it would shut off. Due to the high settings he needs to recharge his device every day. Additional information has been requested.

Manufacturer narrative:
(B)(4). Lead model 3778-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: na. Lead model 3778-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: na. Recharger model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4).

Manufacturer narrative:
Final device analysis for the recharger revealed no anomaly found.

Event description:
The health care provider confirmed that it was unknown what caused this event. The patient experienced warmth at the ins site only with no other issues. All impedances were within normal limits. The device was reprogrammed. The patient was advised to continue to monitor and if the problem persists the patient should have the recharger replaced. There has been no further contact with the patient regarding this issue.